Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included blood transfusion (blood transfusion with ectopic pregnancy and during labor), cesarean section and ectopic pregnancy. Concurrent conditions included obesity, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test, back pain, rash and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure/unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving, the female sexual dysfunction, urinary tract infection, fatigue and vaginal discharge had resolved and the migraine, headache, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: surgical pathology diagnosis: a. Fallopian tube, right, salpingectomy: - portion of fallopian tube with complete cross sections. B. Fallopian tube, left, salpingectomy: - portion of fallopian tube with complete cross sections. C. Essure coil, removal: - medical device (essure coil); gross examination only. Clinical information: chronic pelvic pain and female. History of female sterilization. Gross description: the specimen is received in formalin and labeled "right fallopian tube". It consists of a 8.5 cm in length x 0.5 cm in diameter fallopian tube with attached lush fimbria. Specimen is received in formalin and labeled "left fallopian tube". It consists of a 2.5 cm in length x 0.5 cm in diameter fallopian tube with attached lush fimbria. The specimen is received fresh and labeled "essure coil". It consists of a coil-like portion of silver metallic material measuring 1.5 cm in length x 0.1 cm in diameter. Also received is an elongated portion of gray-white wrapped coiling tube measuring 2.1 cm in length by less than 0.1 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and migraine. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received with her demographic details were updated. Product indication added. Other hcp added. Suspect drug implant date updated from (B)(6) 2014 to (B)(6) 2011. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), infection (bladder/urinary tract/vaginal) type: uti, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal discharge, weight gain, abdominal pain and she did not undergo essure confirmation test. Medical history added. Lab data added. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain pelvic') in a 31-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion (blood transfusion with ectopic pregnancy and during labor), cesarean section, ectopic pregnancy, multigravida and parity 3. Concurrent conditions included nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test, back pain, rash, discomfort, contraception, cervical cancer, upper abdominal pain, lower abdominal pain, back pain, adhesion, premenopause, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test positive, appendectomy and myofascial pain syndrome. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and paracetamol (tylenol a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain / weight loss / weight fluctuation"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea(cramping)"), menstrual disorder ("abnormal periods"), migraine ("migraines / headache") and nausea ("nausea"). In (B)(6) 2017, the patient experienced genital injury ("other injury(ies) or complication (s) please describe: scans showed damaged fallopian tubes"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of right essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, female sexual dysfunction, dyspareunia, menstrual disorder, urinary tract infection, migraine, fatigue, alopecia, nausea and genital injury had resolved and the weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital injury, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plantiff presents for evaluation of chronic lower abdominal pain since essure placement intentional unilateral essure placement in 2014 by dr. As patient with history left salpingectomy for ectopic surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: single right essure microinsert coil with complete occlusion of the right fallopian tube. Left fallopian tube/left essure microinsert coil not visualized, consistent with the history of salpingectomy for ectopic pregnancy provided by patient. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and migraine, abdominal pain, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain pelvic') in a 31-year-old female patient who had essure (batch no. B53033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion (blood transfusion with ectopic pregnancy and during labor), cesarean section, ectopic pregnancy, multigravida and parity 3. Concurrent conditions included nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test, back pain, rash, discomfort, contraception, cervical cancer, upper abdominal pain, abdominal pain lower, back pain, adhesion, premenopause, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test, appendectomy and myofascial pain syndrome. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight fluctuation ("weight gain / weight loss / weight fluctuation"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea(cramping)"), menstrual disorder ("abnormal periods"), migraine ("migraines / headache") and nausea ("nausea"). In (B)(6) 2017, the patient experienced genital injury ("other injury(ies) or complication (s) please describe: scans showed damaged fallopian tubes"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of right essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, female sexual dysfunction, dyspareunia, menstrual disorder, urinary tract infection, migraine, fatigue, alopecia, nausea and genital injury had resolved and the weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital injury, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff presents for evaluation of chronic lower abdominal pain since essure placement intentional unilateral essure placement in 2014 by dr. As patient with history left salpingectomy for ectopic surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: single right essure microinsert coil with complete occlusion of the right fallopian tube. Left fallopian tube/left essure microinsert coil not visualized, consistent with the history of salpingectomy for ectopic pregnancy provided by patient. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and migraine, abdominal pain, dyspareunia most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: new events added: dysmenorrhea, nausea, other injury(ies) or complication (s) please describe: scans showed damaged fallopian tubes, menstruation abnormal and weight fluctuation. Concomitant drug, medical history, lab data, lot number and patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included blood transfusion (blood transfusion with ectopic pregnancy and during labor), cesarean section and ectopic pregnancy. Concurrent conditions included obesity, nonspecific abnormal papanicolaou smear of cervix, human papilloma virus test, back pain, rash and discomfort. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving, the female sexual dysfunction, urinary tract infection, dyspareunia, fatigue and vaginal discharge had resolved and the migraine, headache, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Pathology test - on an unknown date: surgical pathology diagnosis: a. Fallopian tube, right, salpingectomy: - portion of fallopian tube with complete cross sections. B. Fallopian tube, left, salpingectomy: - portion of fallopian tube with complete cross sections. C. Essure coil, removal: - medical device (essure coil); gross examination only. Clinical information: chronic pelvic pain and female. History of female sterilization. Gross description: the specimen is received in formalin and labeled "right fallopian tube". It consists of a 8.5 cm in length x 0.5 cm in diameter fallopian tube with attached lush fimbria. Specimen is received in formalin and labeled "left fallopian tube". It consists of a 2.5 cm in length x 0.5 cm in diameter fallopian tube with attached lush fimbria. The specimen is received fresh and labeled "essure coil". It consists of a coil-like portion of silver metallic material measuring 1.5 cm in length x 0.1 cm in diameter. Also received is an elongated portion of gray-white wrapped coiling tube measuring 2.1 cm in length by less than 0.1 cm in diameter.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain and migraine. Most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received- outcome of dyspareunia updated to recovered / resolved no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.